Manufacturer narrative:
The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the bearings of the device had fallen apart. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported from (B)(6) that during evaluation of the long attachment device, it was determined that the device had bearing damage, missing components, and the nose tube was bent/damaged. It was noted that the bearings had fallen apart, missing balls and the cage did not exist, the extension sleeve was damaged, and the device fail- rattle, and fail- ball bearing. It was further determined that the device failed pretest for cutter insertion, lock operation, and temperature assessments. It was noted in the service order that the device had bearing damage. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.